Event description:
It was reported the pt had not charged her ipg for an extended period of time due to hospitalization for other issues. An sjm rep met with the pt and confirmed the ipg will no longer communicate with external devices. It was reported surgical intervention will be undertaken to address the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.